Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported events. Stryker replaced the device's lid and battery to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. During evaluation it was found that the lid magnet was missing from the device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.